Event description:
It was reported that during an unknown procedure the blade tip broke off. No patient consequences. Another like device has been used to complete the case.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.